Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) via a manufacturer representative regarding an unknown patient who was implanted with a neurostimulator. It was reported that the patient was in the health care professional (hcp) office reprogramming because they fell on the device. It was noted that the caller was not in the room with the patient and that a hcp was doing the reprogramming. Impedances were tested and found to be okay. The patient¿s leg was shaking and curling. Their toes were curling and cramping and their arms were shaking. The patient was ¿feeling it up to their cheek.¿ the device was turned off and these things were still happening. Per the hcp office, the patient was screaming and crying about their arms, legs, and everything else. It was asked but unknown when these events started. Patient information was not known at the time of the call. No further complications were reported.